Manufacturer narrative:
Product event summary: analysis found that the self test/start-up sequence failed due to empty battery. The battery contacts were also contaminated. The main board needed to be updated, so the main board was replaced and calibrated. The battery contacts were cleaned. The device then passed all tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced an unknown problem. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.